Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation on 12/8/2020. The device evaluation was completed on 1/8/2021. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and obstruction since stress marks and physical damage on the outer diameter were observed under the microscope which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001421 number, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that the sheath was clogged and the dilator and catheter could not be inserted. The issue occurred when trying to insert a dilator or catheter into the sheath. The issue was resolved by changing the sheath. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue was assessed as not MDR reportable for an obstructed sheath. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster inc. Product analysis lab received the device for evaluation and it was observed on (B)(6) 2021 that the hemostatic valve was dislodged inside of the hub. The returned condition was assessed as a MDR reportable hemostatic valve separation issue. The awareness date for this reportable returned condition is 1/6/2021.